Event description:
It was reported that during a ptca procedure, the guide wire became stuck in another MFR's balloon and fractured. The wire was successfully retrieved. Pt status is listed as "okay".